Event description:
Procedure type: cardia surgery. According to the reporter: customer reports that while working on ascending aorta, the needle was lost in the patient. An xray was taken but the needle was not found. No patient injury or ill effect. No information related to patient available. No unanticipated tissue loss, tissue damage or bleeding. Extension to surgical time beyond 30 minutes was required but it is unknown if this delay affected the patient in any way such as extension of hospital stay. The package is being returned for evaluation.

Manufacturer narrative:
(B)(4).